Event description:
It was reported that an arteriotomy closure of a non-calcified and non-tortuous common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, after the suture ends had been pulled out through the distal end of the proximal guide, a guide wire had been reinserted through the proglide exit port to maintain wire access, and the proglide device had been removed; the physician attempted to harvest the suture limb (blue suture). He found the suture was tightened and would not move. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. No clinical significant delay in the procedure reported because of the failure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - lot number corrected from 20627j1 to 20511j1. Evaluation summary: the device was returned for evaluation. Because all related components (the plunger, suture, link, needles, and cuffs) were not returned with the device for investigation, the scope of this investigation was very limited and the reported suture tightened could not be confirmed and a definitive cause could not be identified. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.